Event description:
Customer's spouse reported hospitalization due to low blood glucose. Caller stated that customer has had a lot of highs. Customer had cold sweats and hot. The blood glucose level went as high as 500 mg/dl. The current blood glucose reading is 140 mg/dl. The paramedics were called to treat the low blood glucose. Paramedics treated with glucagon shot. The blood glucose reading at the time of the event was 44 mg/dl. Caller thinks the low was caused by all of the insulin taken. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.